Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix bags were leaking from the middle port. This was observed during set up/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between may 27-29, 2023. H11: four (4) actual devices and photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue of leakage was not identified by initial visual inspection on the returned samples; however, the reported issue of leakage was observed as the solution has leaked into the outer pouch in the photos, the actual location of leak was not able to be identified. Functional test was performed, and leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.